Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 20 mg/dl. Troubleshooting was performed, and the time was programmed correctly. The customer had changed the infusion set two days prior to the event, and was not connected to the infusion set during the manual prime. The reservoir volume was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.